Event description:
Medtronic received information that three months following the implant of this transcatheter pulmonic valve, a single stent fracture was noted in the distal portion of the stent (type I). No treatment was required, and no adverse patient effects were reported. Additional information was received that more than a year after melody implant, the patient was admitted to the hospital with (B)(6) bacteremia. Echocardiograms (tte and tee) did not reveal vegetation. Maximum conduit gradient was 38 mm/hg, mean gradient was 22 mm/hg. There was no conduit/melody regurgitation. The patient was treated with medication and subsequent cultures were negative, indicating resolution of the infection. Additional information was received that three years following melody implant, the patient experienced right ventricular outflow tract/conduit obstruction, severe tricuspid regurgitation, dilated aortic root/ascending aorta, and associated aortic regurgitation. It was noted that the conduit stenosis was mostly distal to the melody valve and the conduit was very long and heavily calcified. Additionally, the patient experienced a left to right shunt from residual ventricular septal defects. The melody stent fracture advanced to type ii stent fracture with loss of stent integrity. An intervention was performed in which the melody valve was explanted (after 37 months) and the contegra was explanted (after 14 years). No adverse patient effects have been reported.

Event description:
Medtronic received information that 11 years following the implant of this pulmonary valved conduit, the patient was noted to have severe stenosis (max 79 mm hg, mean 46 mm hg) and moderate regurgitation. The patient reported a decrease in exercise tolerance and was classified as nyha class ii. Subsequently, a transcatheter pulmonary valve was implanted. Three months following the implant of the melody valve, a single stent fracture was noted in the distal portion of the stent (type I). No treatment was required, and no adverse patient effects were reported. Additional information was received that more than a year after melody implant, the patient was admitted to the hospital with staphylococcus lugdunensis bacteremia. Echocardiograms (tte and tee) did not reveal vegetation. Maximum conduit gradient was 38 mm/hg, mean gradient was 22 mm/hg. There was no conduit/melody regurgitation. The patient was treated with medication and subsequent cultures were negative, indicating resolution of the infection. Additional information was received that three years following melody implant, the patient experienced right ventricular outflow tract/conduit obstruction, severe tricuspid regurgitation, dilated aortic root/ascending aorta, and associated aortic regurgitation. It was noted that the conduit stenosis was mostly distal to the melody valve and the conduit was very long and heavily calcified. Additionally, the patient experienced a left to right shunt from residual ventricular septal defects. The melody stent fracture advanced to type ii stent fracture with loss of stent integrity. An intervention was performed in which the melody valve was explanted (after 37 months) and the contegra was explanted (after 14 years). No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, an unknown bare metal stent was received attached to the melody valve. The conduit was not returned. A pink retainer was received with the device. The valve appeared flat or deformed with the bare metal stent partially attached. Four stent fractures were observed on the inflow struts of the melody. The receipt condition made it difficult to determine which fracture was observed in vivo. All leaflets appeared slightly stiff but flexible. One leaflet appeared intact with no tears. Two leaflets showed tiny perforations of unknown origin. All commissures were intact. Remnants of pannus were observed along the inflow edge of the device extending to the bare metal stent. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed stent fractures on the melody. The device history review for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: based on the clinical observations and analysis results, this valve developed stent fractures which resulted in loss of integrity of the valve. The stent fractures in combination with the pannus and host tissue observed directly contributed to the event. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, a conclusive cause for this event could not be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.